Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient has spondylolisthesis with severe disk degeneration at 4-5 provocative discogram at 4-5 and negative 3-4. Patient has severe pain and exhausted his nonsurgical treatment. On (B)(6) 2005 the patient presented with l4-5 and l5-s1 disc degeneration, l5-s1 spondylolisthesis and spondylosis of the lumbar spin e. Patient underwent anterior l5-s1 interbody fusion, placement of artificial disc at l4-5, partial l4 corpectomy using synthes interbody devices, synthes anterior hardware and rhbmp-2/acs. Per the operative report ¿the surgery took twice as long because patient has severe scar from previous colon procedure and multiple abdominal surgeries.¿ additionally, per the operative notes, ¿intraoperatively, at level 4-5, the patient was significantly scarred. We were not able to move the blood vessel toward the right, so even with multiple attempts, the artificial disks were placed left of the midline approximately 3 mm.¿ the bmp was placed within the peek cage at l5-s1, and additionally anterior to the cage. On (B)(6) 2005 patient underwent surgery to correct malpositioned artificial disc at l4-5 with spondylosis of l4-5. Surgery consisted of redo anterior retroperitoneal approach to l4-5, alif l4-5 with rhbmp-2/acs and synthes anterior hardware. Per the operative notes, ¿there was extensive inflammation making repeat dissection very difficult. ¿ noted was a large amount of retroperitoneal fluid which was sent for creatine which was 0. 8.¿ on (B)(6) 2006 patient presented with l5 radiculopathy (?) And retained hardware in the lumbar spine. Patient underwent hardware removal on the left, revision laminectomy l4-5-s1 on the left, fusion exploration, and scar revision.